Event description:
It was reported that the patient has a tumor in the thalamus. Several mris up to 1, 5t have been carried out, but these mris don't have enough resolution. In order to carry out a high enough resolution MRI, the patient has to be explanted of his cochlear implants - the patient is bilaterally implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.